Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was also noted that analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7121 st jude lead implanted (B)(6) 2011; 4470 bsx lead implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset (por) and seconds later the patient was treated for an episode of true ventricular fibrillation (vf) with atrial fibrillation (af). The patient also admitted to using landscaping tools about it was also reported that the wireless telemetry was no longer available. The device was reprogrammed, then later removed and replaced. No patient complications have been reported as a result of this event.